Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the user stated that the balloon of swan-ganz catheter didn't deflate due to tfx sheath (B)(4). The user replaced the sheath and swan-ganz catheter with new ones, and the procedure was done without problem. According to the user, the catheter could be advanced to the heart at first. However after inflating the balloon, the user was not able to advance the catheter further. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the swan-ganz catheter was damaged by insertion through an arrow sheath extension assembly was not confirmed. One 9 fr sheath extension assembly was returned. The swan-ganz catheter, which is not provided with the sheath, was not returned. The sample showed evidence of use but no defects or anomalies were observed during visual examination under magnification. The sheath drawing specifies the inside diameter of the tip at .117/.118 inches. The ID of the sheath tip measured .118". The specification for ak-09903-jj kits indicates that the sheath is designed for use with 7.5 - 8 fr catheters. The fr size of the catheter involved in this incident was not reported. An 8 fr lab inventory non-balloon catheter, with a measured diameter of 2.747 mm was inserted through the sheath without resistance or damage to the catheter. A 7.5 fr lab inventory balloon catheter, with a measured diameter of 2.520 mm was inserted through the sheath without resistance or damage to the catheter. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.